Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was changing the battery 7 times in the insulin pump and it just dies. The customer states that he got a low battery alert on the pump and then he could not get a display to return. Troubleshooting was performed and the screen does come back on. The customer's blood sugar is 53 mg/dl. Nothing is returning.